Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer had tight pants on and thinks that it may have been pressing against a button. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a button error alarm due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.